Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the b5lt device was received with the tip of the sleeve melted and broken. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the tip of the cannula broke off while inserting the device into the patient. The piece fell into the patient and was retrieved laparoscopically through additional ports. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.